Manufacturer narrative:
Section a: patient information was not provided. Section d4: expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the oxygenator contained blood in the lower orange chamber and had been connected to a patient.